Event description:
It was reported that the caller noticed large and champagne-sized air bubbles in the infusion set tubing of their system during pumping, although the issue was not ongoing. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the problem by completing the fill tubing step to eliminate the large air bubbles.